Manufacturer narrative:
(B)(4). Report source: study: young koo lee et al : a specialized fibular locking plate for lateral malleolar fractures. The results of the investigation are as follows: no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Devices are used for treatment. Insufficient information provided. Unable to perform a compatibility check. A definitive root cause cannot be determined. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is unlikely that the specified device caused any patient infection. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The reported event of superficial infection of <30 days duration occurred post implantation. Superficial infections occurring <30 days from implantation are considered a procedure related complication as no device has been reported as revised outside of the planned explantation at 1 year postop. It was reported that this patient displayed inflammation at the operative site during and immediately after surgery which resolved with antibiotics. As the initial implantation was a trauma case, external factors of traumatic event leading to the initial surgery are also contributing factors. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. During the investigation process a review of the sterile certifications were not reviewed, as no product part/lot information was provided. All devices manufactured follow acceptable sterilization processes according to published iso/aami/astm & EU guidelines. As the superficial infection was reported to have occurred <30days from implant and no product information was provided, validation of sterile certifications can not be performed, therefor the reported event is considered prodecure related. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Insufficient product information.

Event description:
Mid year 2021, a journal article was retrieved from the journal of foot & ankle surgery (2015) that reported a study from seoul, korea that looked at the outcomes and complications of a specialized fibular locking plate in the treatment of lateral malleolar fractures. The purpose of the study was to determine whether the use of a specialized locking plate would provide the same advantage for fixation of lateral malleolar fractures. The study reported one (B)(6) year old female who had a right pilon fracture developed a superficial infection. The patient displayed inflammation of the operated area during and after surgery and completely recovered with IV antibiotic treatment. No additional information is available at this time.